Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. The user cleared the alarm and insulin delivery was resumed. Additionally, it was reported that the pump fill estimate was inaccurate and multiple cartridge change error message occurred with multiple cartridges during the load process. It was confirmed that the user had an alternate method of insulin delivery available. The user's blood glucose level ranged from 156 mg/dl to 121 mg/dl.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (cartridge change error) was verified, the reported altitude alarm was identified in the pump logs; however, no failure was identified. The alleged inaccurate fill estimate could not be verified. Additionally, a different issue was identified.